Event description:
Inaccurate results. Called in because he took 2 tests back to back and received 2 different results. One was positive and one was negative. He followed the directions exactly and waited the 15 minutes. Pictures provided. The test on the left in the picture provided ((B)(4). ) is for the positive result. The t line is pink to the naked eye but looks gray in the picture. He assured me the t line is pink in color. The test on the right in the picture ((B)(4). ) has no pink line on the t. The kits were purchased at target and walgreens

Manufacturer narrative:
The current complaint is pending investigation from our contract manufacturer, and we will provide follow up MDR upon investigation completion such as review of batch records or testing of retention samples. Any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
Inaccurate results. Called in because he took 2 tests back to back and received 2 different results. One was positive and one was negative. He followed the directions exactly and waited the 15 minutes. Pictures provided. The test on the left in the picture provided (cov2030005) is for the positive result. The t line is pink to the naked eye but looks gray in the picture. He assured me the t line is pink in color. The test on the right in the picture (cov3090010) has no pink line on the t. The kits were purchased at target and walgreens.

Manufacturer narrative:
Final product manufacture and qc record for (B)(6). No abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. The test results of retention samples from (B)(6) can meet the qc criteria. We have not found the complaint issue from the retained cassettes. The complaint is not verified. In this follow-up report, the following information has been updated from the initial report upon completion of the internal investigation.